Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter prompt for transmitter ID (B)(4). Data investigation confirmed a pair new transmitter prompt preceded by a failed transmitter error on (B)(6) 2020 for transmitter ID (B)(4). The probable cause was determined to be a transmitter failed error. The reported event of a "pair new transmitter" message is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.